Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to sui. It was reported that following insertion the patient experienced pain, erosion, infection, urinary problems, and bleeding following the procedure. It was reported that patient underwent mesh revision on (B)(6) 2012 due to erosion of anterior vaginal wall mesh into the anterior vaginal lumen.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted due to sui. It was reported that patient underwent excision of anterior vaginal wall mesh with closure of anterior vaginal wall and cystoscopy on (B)(6) 2012 due to erosion of anterior vaginal wall mesh into the anterior vaginal lumen. It was reported that patient underwent vaginal hysterectomy with ovarian preservation and mccall culdoplasty on (B)(6) 2014 due to menometrorrhagia, dysmenorrhea, pelvic pain and uterovaginal prolapse. (B)(4).

Event description:
It was reported that the patient underwent a gynecological procedures on (B)(6) 2012 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
Date sent to FDA: 2/8/2017. (B)(4). Additional narrative: it was reported that following insertion the patient experienced bowel problems, recurrence, and dyspareunia.